Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that she has had a urinary tract infection (uti) before and the doctor told her that sometimes if she has a uti, the device will not work as well. The patient thought she may have another bladder infection. The patient stated that her device was working good but these last couple months she has not had much luck with it. The patient stated that the doctor changed the program and kept putting the device up and it helped for a little bit but now she thinks she has a bladder infection again. The patient stated that she has a really hard time holding it and had to come home from hopping to change her clothes. The patient called her doctor¿s office who advised she call the manufacturer for instructions on how to increase amplitude. The patient stated that she was not feeling the stimulation right now. The patient synced with the patient programmer (pp). The pp showed that stim was on. The patient changed from program 3, 1.3v, to program 3, 1.5v and said that the stimulation was comfortable and in the bike seat area. Patient services reviewed it takes time for the body to respond to therapy, therefore titrations should be discussed with the healthcare provider (hcp). The patient was redirected to their hcp if the problem did not resolve. Additional information received on 2019-sept-23 from patient stated that they don¿t know why stimulation stopped. The increased it but it did not work. They changed program but have to see if it is effective so far not much. The patient do feel stimulation but has only helped a little not as good as in the beginning . Additional information reported on 2019-oct-03 that after having the stimulator put in it did not work. They had another procedure done and did not go back to the gym for 4 or 5 weeks and it worked great. After a while they could not control their urine. The doctor increased it but did not work so he put in a different program and still did not work. The patient did mentioned to the doctor that they are exercising but he said that was ok. Needless to say they were disgusted. The patient just put in a different program today them self so they have to wait and see if it works. They hope so. No further complications were anticipated/reported.